Event description:
It was reported to philips that the replacement of dfm100 um labels request. It was reported to philips that the customer required for a replacement of the um labels. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the replacement of dfm100 um labels request. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.